Event description:
It was reported that during an unknown procedure, the staples were not formed on the tissue. The staples were not retrieved. No reported patient consequence. No time delays reported.